Event description:
On (B)(6) 2015 clinic notes dated (B)(6) 2015 indicate that the patient feels that her seizures are beginning to return, patient is having an increase in seizures. The patient¿s mother indicated that when the battery begins to drain, the patient¿s seizures activity will return. She requested to go back on lamictal until the generator is replaced. The physician indicated that the vns was interrogated and indicated it needed to be replaced. The patient underwent generator replacement due to battery depletion on (B)(6) 2015. The generator was received for product analysis on (B)(6) 2015. Product analysis is still underway and has not yet been completed. Good faith attempts for further information from the physician were unsuccessful.

Event description:
On (B)(6) 2015 product analysis was completed on the generator. The elective replacement indicator (eri) was set. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an eri condition. A battery life estimation resulted in 1.00 years remaining before the eri flag would be set. However, an incomplete programming history with multiple gaps (1-year gap, 2.5-year gap) indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the (B)(4), will be used to conclude that no anomalies exist and the eri condition is an expected event. In the (B)(4), the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Additional information was received stating that the vns patient did not have any clear breakthrough seizures. The patient has multiple seizure types and the patient mostly experienced an increase in auras.